Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. The transmission showed the right atrial (ra) lead had noise and the clinic was able to reproduce the noise. No intervention or patient condition was reported.